Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2012-01625 for the other associated device information. It was reported to boston scientific corporation that the patient was diagnosed with pelvic pain, cystocele and stress urinary incontinence. An obtryx transobturator mid-urethral sling system was implanted on (B)(6) 2009. According to the complainant post-implantation the patient experienced vaginal pressure and pain, vaginal bleeding, and dyspareunia. On (B)(6) 2011, she underwent corrective surgery. This surgery did not help her existing symptoms, and she also had debilitating abdominal and pelvic pain, a recurrence of her urinary incontinence, bleeding, and vaginal infections. All other information is unknown including the patient's current condition is unknown and reportedly unavailable.